Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age and gender unk) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical; however the customer returned the ECG data for review. Evaluation of the ECG data found that the presented heart rhythm met the device's requirements for defibrillation and the device appropriately reported a "shock advised" prompt. This investigation was closed as device met specification. Analysis for reports of this type has not identified an increase in trend.